Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a partially retracted needle. The following information was provided by the initial reporter: material no.: 381412 batch no.: 9337152 on (B)(6) 2021 rn was starting an IV on a patient. When she pressed the button to retract the needle there was still a piece of the needle sticking out. The nurse did not get a needle stick but said it was very close.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9337152, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed traces of media present in the flashback chamber and in the barrel. There was also stress markings and cracks in the barrel of the unit indicating that the device had been smashed. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that can occur due to machine misalignment or improper machine set-up during "load barrel to part" and "barrel seat" process steps.

Manufacturer narrative:
Initial reporter phone #: an additional phone # was provided as: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a partially retracted needle. The following information was provided by the initial reporter: material no.: 381412, batch no.: 9337152. On (B)(6) 2021 rn was starting an IV on a patient. When she pressed the button to retract the needle there was still a piece of the needle sticking out. The nurse did not get a needle stick but said it was very close.